Manufacturer narrative:
(B)(4).

Event description:
Patient's mother contacted dexcom technical support on (B)(6) 2015 to report no audio output on (B)(6) 2015. Patient's mother tested alert functionality and reported tone alerts were not functional. At the time of contact, the patient's mother did not report any injury or medical intervention. Pediatric patient is using an adult receiver against user's guide specifications.